Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report# 3005099803-2017-00324 for the first spyscope digital access and delivery catheter and 3005099803-2017-00325 for the second spyscope digital access and delivery catheter. It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) with spyglass procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the spyscope ds was back loaded over a jagwire to access the common bile duct. When the physician was maneuvering the spyscope ds to deflect the tip, it was noticed that the working channel of the spycope ds protruded. The physician then removed the spyscope ds and a second spyscope digital access and delivery catheter was used and the same thing happened. Reportedly, no part of the device detached. The procedure was completed with a third spyscope ds. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable."